Manufacturer narrative:
The insulin pump had no button error alarm noted. However there was no button response due to corroded keypad traces. No creased dome switches noted on keypad. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The insulin pump had a scratched display window, cracked case at display window corner (upper right, lower left and lower right corners) and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.